Event description:
Initial phosphorus result of 2.5 mg/dl. Repeat of same sample recovered 5.5 mg/dl. No information provided to determine if results were used to guide therapy. The field service rep determined the reagent probes were not aligned properly. The instrument was repaired and performance check tests were performed and within specification.